Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a paddle failure. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device exhibited a spoon (paddle) failure. Based on the available information, the rse conducted a remote evaluation of the device and found that the spoon tcu (spoon holder) slots were oxidized, resulting in the device failing the operational check. The customer was notified that the spoon slots required cleaning. Once the customer cleaned the spoon slots, the device successfully passed the test. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer cleaned the spoon slots, and then the device successfully passed the test. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.